Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to low blood glucose level of 50 mg/dl. The customer was treated with emergency medical services for low blood glucose. The customer stated that the insulin pump was over delivering. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not use auto mode feature. The device will not be returned for analysis.